Manufacturer narrative:
(B)(4). The single use device is not available for evaluation. A service call was performed to check out the instrument. This is recorded under (B)(4). The instrument was found to be operating according to manufacturer's specifications with no problems found. Several attempts have been made to obtain additional information regarding this incident. An autopsy has been performed, but results are not available. A follow-up report will be filed when results are obtained.

Event description:
Approximately 3.5 hours after a therapeutic plasma exchange procedure for cardiac rejection, the patient expired. Patient's baseline vitals were normal for this patient pre and post procedure. The procedure was uneventful. An autopsy was performed, but results are not available at this time.